Event description:
The customer stated that he had received some control test results that were high, out of specification. While troubleshooting, he performed more control tests and received results of 318, 301, and 208 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer had 3 bottles of test strips with the same lot number. All 3 bottles are to be returned for evaluation. Replacement test strips were sent to the customer.